Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drip chamber of a plexitron solution set was detached or separated. The issue was identified during the unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: the event was further described as the ¿lower part of the drip chamber was detached/separated¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.